Event description:
The customer stated that he was hospitalized with a low blood glucose reading of 42 mg/dl. The customer stated that he has experienced unexplained low blood glucose levels for the past two years. The customer had to end the call at this point, and stated that he would call back to continue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.